Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with a highest continuous glucose monitor reading of 401 mg/dl and a confirmatory meter value of 600 mg/dl for approximately six hours while using an inset infusion set on the abdomen with a dexcom g7, following prior reports of bent cannulas and a subsequent set change that showed no visible issues. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.